Manufacturer narrative:
Device was not returned for investigation. Lot history did not show of any abnormalities. The IFU clearly warns against advancing jaw tips against resistance through tissue and positioning of the clamp to prevent perforation or other damage to adjacent tissue.

Event description:
It was the physician's first time using the estech ablation device. The ablation portion of the case was completed. When the pt came off bypass, bleeding was noticed and the surgeon commented that the jaw of the device likely poked through the atrium. The hole was repaired and there were no further complications.